Event description:
In 2003, the pt was treated with the gore excluder bifurcated endoprosthesis. A trunk-ipsilateral leg component and contralateral leg component were implanted. Three years later, it was reported the pt experienced aneurysm growth. An imaging eval was conducted and found that aneurysm growth is due to type ii endoleaks from lumbar arteries as well as endotension. No re-intervention has taken place; however, the pt is being monitored by the physician.

Manufacturer narrative:
Device remains implanted in the pt. Method - a review of the mfg paperwork has been conducted. Results - the review of the mfg paperwork verified that this lot met all pre-release specs. Also implanted and associated with this event is contralateral leg component (pcc141200/lot #023182312).